Manufacturer narrative:
(B)(4). As the device was not returned and the serial number is unknown, a device analysis cannot be completed; therefore, the cause of the reported event was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). High drain alarm occurred on an unreported date in (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that an unknown high drain error alarm occurred on the homechoice device during peritoneal dialysis therapy. A high drain alarm occurs when a patient has drained a volume equal to 200% or greater than the patient¿s prescribed fill volume. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.